Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (b)(46) had fallopian tube occlusion insert (batch no. A33562) inserted. The case describes the occurrence of pelvic pain ('pelvic pain (right lower quadrant)') and arthralgia ('cyclical joint pain / cyclic joint pain'). The subject's medical history included body mass index normal. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 years 7 months after insertion of fallopian tube occlusion insert. On an unknown date, the subject experienced arthralgia (seriousness criteria medically significant and intervention required). The subject was treated with surgery (laparoscopic bilateral salpingectomy and essure removal). Fallopian tube occlusion insert was removed on (B)(6) 2018. At the time of the report, the pelvic pain and arthralgia had resolved. The relationship of pelvic pain to treatment with fallopian tube occlusion insert was not reported. The investigator considered arthralgia to be related to fallopian tube occlusion insert. The reporter commented: according to the investigator cyclic joint pain is possible related to the device, and it has resolved once the device was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: quality safety evaluation of ptc. We receive a lot number in this case. A technical investigation was conducted, including a batch review and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. A33562) inserted. The case describes the occurrence of pelvic pain ('pelvic pain (right lower quadrant)') and arthralgia ('cyclical joint pain / cyclic joint pain'). The subject's medical history included body mass index normal. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 years 7 months after insertion of fallopian tube occlusion insert. On an unknown date, the subject experienced arthralgia (seriousness criteria medically significant and intervention required). The subject was treated with laparoscopic bilateral salpingectomy and essure removal on (B)(6) 2018. At the time of the report, the pelvic pain and arthralgia had resolved. The relationship of pelvic pain to treatment with fallopian tube occlusion insert was not reported. The investigator considered arthralgia to be related to fallopian tube occlusion insert. The reporter commented: according to the investigator cyclic joint pain is possible related to the device, and it has resolved once the device was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Amendment: the report was amended for the following reason: company causality for the event arthralgia was considered as related. No new follow-up information was received from the reporter. We receive a lot number in this case. A technical investigation will be conducted, including a batch review and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6) ) had fallopian tube occlusion insert (batch no. A33562) inserted. The case describes the occurrence of pelvic pain ('pelvic pain (right lower quadrant)') and arthralgia ('cyclical joint pain / cyclic joint pain'). The subject's medical history included body mass index normal. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 years 7 months after insertion of fallopian tube occlusion insert. On an unknown date, the subject experienced arthralgia (seriousness criterion medically significant). The subject was treated with surgery (laparoscopic bilateral salpingectomy and essure removal). Fallopian tube occlusion insert was removed on (B)(6) 2018. At the time of the report, the pelvic pain and arthralgia had resolved. The relationship of pelvic pain to treatment with fallopian tube occlusion insert was not reported. The investigator considered arthralgia to be related to fallopian tube occlusion insert. The reporter commented: according to the investigator cyclic joint pain is possible related to the device, and it has resolved once the device was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Most recent follow-up information incorporated above includes: on 23-may-2019: essure lot number provided: a33562. Investigator causality assessment between events and essure: cyclic joint pain is possible related to the device, and it has resolved once the device was removed. Furthermore information and references from deleted duplicate case (B)(4) (MFR number 2951250-2019-01984) were entered. Reporter¿s information was updated and a new reporter was added. Patient¿s information was also updated. Furthermore start and stop date of essure were provided, onset date of event pelvic pain was added, and non-drug treatment notes were updated. On (B)(6) 2019: no new information was provided. We receive a lot number in this case. A technical investigation will be conducted, including a batch review and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This adult female subject was enrolled in a company-sponsored interventional study titled "(B)(6)" (protocol: (B)(6)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert inserted. This case describes the occurrence of pelvic pain ("pelvic pain (right lower quadrant)") and arthralgia ("cyclical joint pain"). The subject's medical history included body mass index normal. On an unknown date, the subject had fallopian tube occlusion insert inserted. On an unknown date, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia (seriousness criterion medically significant). The subject was treated with surgery (essure was removed). Fallopian tube occlusion insert was removed. At the time of the report, the pelvic pain and arthralgia had resolved. The relationship of arthralgia and pelvic pain to treatment with fallopian tube occlusion insert was not reported. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. We will receive a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6) had fallopian tube occlusion insert (batch no. A33562) inserted. The case describes the occurrence of pelvic pain ('pelvic pain (right lower quadrant)') and arthralgia ('cyclical joint pain'). The subject's medical history included body mass index normal. On (B)(6)2012, the subject had fallopian tube occlusion insert inserted. On (B)(6)2018, the subject experienced arthralgia (seriousness criteria medically significant and intervention required), 5 years 2 months after insertion of fallopian tube occlusion insert. On (B)(6)2018, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery (pelvic floor physical therapy and laparoscopic bilateral salpingectomy with essure removal and physical therapy, then laparoscopic bilateral salpingectomy with essure removal). Fallopian tube occlusion insert was removed on (B)(6)2018. On (B)(6)2018, the arthralgia and pelvic pain had resolved. The investigator considered arthralgia and pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: according to the investigator the severe pelvic pain (right lower quadrant) was probably related to the device, and the mild cyclic joint pain was possibly related to the device, and both events resolved once the device was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: investigator sent more information for the event "cyclical joint pain": start, stop date, severity: mild, treatment included physical therapy; and for the event "pelvic pain (right lower quadrant": stop date, severity: severe added, treatment included pelvic floor physical therapy, relationship assessment: it was probably related to the device we receive a lot number in this case. A technical investigation was conducted, including a batch review and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.